Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the cartridge to resolve the issue. Reportedly, while attempting to fill the cartridge, the customer experienced a blood glucose level of 50 mg/dl, causing customer to bite tongue, hit head, and experience a loss of consciousness. The customer was transported via ambulance to the emergency room (ER). Cause of low bg level was unknown. Bg was treated with intravenous saline. Reportedly, customer left the ER 5 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.